Manufacturer narrative:
Controls were run prior to the incident and the results were within established ranges. The bci hotline advised the customer that this appears to be a sample specific issue and that there might be a bubble trapped in the sample or on the surface of the sample. Service was not needed for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false low bun (blood urea nitrogen) result of <5 mg/dl that was generated by the unicel dxc 600i synchron access clinical system. The erroneous result was reported outside the laboratory. The customer ran the sample on another instrument and obtained a higher result of 26 mg/dl. The customer also reran the sample on the original instrument and confirm the correct result of 26 mg/dl. The customer retrieved and reran ten previously tested patient samples and did not see any discrepancy in the results. The customer stated that there was no impact to patient based on the false low bun result. The customer caught the false result and was able to amend the correct result in a quick manner.